Manufacturer narrative:
(B)(4). Upon follow up, the patient was admitted on the same day as the clarified event onset. On an unknown date, the patient experienced sepsis. Treatment details were not reported. Three days after the clarified event onset, the patient was discharged from the hospital. It was reported upon discharge the patient was sent home with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported). The patient was readmitted to the hospital two times after the initial event. The second date is unknown and the third date of admission was four days prior to the receipt of this report. Continued treatment details were not reported. At the time of this report, the patient remains hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Action taken with dianeal therapy was not reported. Four days after the event onset, the patient was discharged from the hospital. Six days after discharge from the hospital, the patient was re-hospitalized. The patient's recovery status and outcome of the event were not reported. No additional information is available.